Event description:
Caller reported a minimum fill notification occurring after the pump was turned on. There was no adverse impact to the customer's blood glucose level. Caller, guided by technical support, cleaned the pump's pneumatic tap area and successfully reloaded the cartridge, enabling the continuation of insulin delivery.